Event description:
It was reported that surgical was applied internally and externally on a patient following removal of her gastric tube. The surgical was left in place. Twelve hours later it was reported that her abdomen was swollen. She developed a temperature of 101.3 and was started on antibiotics. The following morning a clear gelatinous drainage from the g-tube site was observed. A white ball of mucous with blood clots later came out of the site. A foamy, sudsy substance was suctioned from her abdomen. Eight days following initial placement of the device, the patient developed bradycardia and became blue, the patient then vomited what was reported to be a piece of surgical. It was reported that the child is having difficulty passing gas and having bowel movements. One bowel movement produced bloody stool.